Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We could not complete a good faith effort to obtain the information, since facility name was not indicated.

Event description:
A perforation and a pericardial effusion (pe) occurred, procedure cancelled. During an atrial fibrillation procedure, a versacross access solution kit was selected for use. A perforation and a pericardial effusion (pe) were noticed. There was a drop in blood pressure in the patient. The pe was confirmed by ultrasound. The medical intervention provided was a pericardiocentesis. The physician believes it was due to a versacross rf wire through somewhere on the right atrial. They were transseptal at the time they found the perforation, but the physician discarded the possibility of going transseptal as the origin of the issue. The patient had scoliosis of the spine, so it was difficult to move the catheter in the heart. The patient was reported to be in stable condition. The device is not expected to be returned for analysis. Mw# mw5157608.